Event description:
This notification is being reviewed due to a user of ds2adv auto CPAP stating that the device airflow is not strong even though the pressure is set to 10. Advised that for the replacement lid, customer needs to reach out dme. Customer requested to have a replacement ds1 instead of ds2). Device is out of warranty. Customer started going to pulmonologist due to copd. No device will be returning. A final report will be submitted. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly.